Event description:
It was reported that the pt underwent a tlif at l5-s1 with posterior fixation at l5-s1. It was reported that approx 9 months post-op, the pt underwent a revision surgery to remove and replace a broken screw at s1. It was reported that no fusion had occurred. No other pt complications were reported.

Manufacturer narrative:
Device was returned to medtronic for eval. Visual examination confirmed the screw was broken. It was noted that the broken screw was 5.5mm diameter and breakage occurred approx 9 months post-op with reportedly no fusion. Unable to determine cause of the event.